Manufacturer narrative:
Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon, and tip were evaluated through both visual and microscopic examinations. Visual inspection identified buckling approximately 3 cm from the tip. Microscopic analysis confirmed no additional damage or irregularities. Product analysis determined that the identified damage to the device could have contributed to the reported slow deflation.

Event description:
It was reported that deflation difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon failed to expand during the initial inflation attempt. However, it subsequently expanded all at once. An issue with deflation occurred, and the balloon could no longer be deflated. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that deflation difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon failed to expand during the initial inflation attempt. However, it subsequently expanded all at once. An issue with deflation occurred, and the balloon could no longer be deflated. The procedure was completed with a different device. There were no patient complications as a result of this event.